Event description:
A 3.0mm diameter ptca balloon was inserted to pre-dilate a severely calcified lesion in the proximal left anterior descending artery. The guide catheter was deep seated in the left main artery during the insertion of a 3.5mm diameter x 15mm length medtronic ave s670 over the wire stent delivery system to the target lesion. Upon deployment of the stent, the stent delivery balloon ruptured at 12 atmospheres. After removal of the stent delivery system, fluoroscopy images revealed a spiral dissection, which extended from the left anterior descending artery into the diagonal branch. This resulted in a total occlusion of the diagonal branch. It is unknown if the balloon burst or the deep seating of the catheter caused the dissection. A medtronic ave stent was successfully deployed to open the occluded diagonal branch. An additional medtronic ave stent was then successfully placed in the left anterior descending artery at the ostium of the diagonal branch. After removal of the stent delivery system, a 3.0mm x 20mm ptca balloon was inserted and inflations were performed. Upon removal of the balloon, the left main artery was dissected. A medtronic ave stent was placed in the left main artery and another at the proximal edge of the dissection. The dissection in the left main was sealed and the left anterior descending artery was widely patent post procedure. There was some residual dissection beyond the stented area in the diagonal branch; however, no further treatment was performed. The pt was hemodynamically stable post procedure.